Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. The grips do not show cracking damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument could not place the clip on the bile duct. The procedure was completed with no reported injury.